Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on september 18, 2018. To date, a sample has not been received at the manufacturing site for investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. However, a supplier corrective action request has been sent to the supplier to further investigation and address the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a broken shaft. No injuries were reported.